Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: concomitant product: 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged with loss of capture (loc) at max output noted during routine followup. It was also reported that prior to rv lead revision, the patient experienced retrosternal pain during high amplitude rv pacing. The patient related that similar discomfort was felt post-operative. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.